Event description:
An endurant ii stent graft system was implanted in a patient for the emergent endovascular treatment of a 5 cm diameter preoperatively ruptured abdominal aortic aneurysm. It was reported that a follow-up CT showed a possible type ia and type ib endoleak and this was confirmed with angiogram. Per the physician, the patient's rupture was resolved at the index procedure, but due to hypotension the selected grafts were likely undersized and there was low initial placement. An intervention was performed and the physician implanted an endurant ii extension and cuff, resolving the event. No additional clinical sequelae were reported and the patient is fine.

Manufacturer narrative:
Corrected information: sex, date of birth. If information is provided in the future, a supplemental report will be issued.